Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: 1. Report source. 2. Device manufacture date.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the vertebral artery using a px slim delivery microcatheter (px slim). It was noted that the anatomy was really difficult with the patient. During the procedure, after advancing a px slim to the treatment site using a neuron max, the px slim kicked out when the physician attempted to advance it into the aneurysm; therefore, the physician decided to retract the px slim for repositioning. Upon pulling the px slim out of the rotating hemostasis valve (rhv), the physician noticed that the px slim strain relief was stretched. Therefore, the px slim was removed and the procedure was completed using a new px slim and the same neuron max without further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the strain relief was stretched on the proximal end of the px slim. Conclusions: evaluation of the returned px slim confirmed that the strain relief was stretched. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted out of a rotating hemostasis valve (rhv) without first opening the valve, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.